Manufacturer narrative:
(B)(4). Customer returned pump for alleged unexpected battery power loss found on (B)(6) 2021. Pump passed displacement test, self test, and active current measurement, however pump did not pass sleep measurement test. Test p-cap successfully locked into the reservoir tube. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, and minor scratches on lcd window. In summary, customers alleged unexpected battery power loss not confirmed, however, sleep current measurement test failure suspected to be in pcba 1 and pcba 2 found by using test boards to isolate each component.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The customer will continue to use the device.